Manufacturer narrative:
Follow-up received on 22-nov-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was declined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 2 years later, she underwent a bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, migraines, hair loss and depression. On (B)(6) 2015, bilateral salpingectomy was done. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 2 years later, she underwent a bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left corneal region did not reveal coil"), device expulsion ("expulsion of essure device") and pelvic pain ("severe pelvic pain / pain / pelvic area pain (several times per week and severe)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2013), vaginal bleeding (everyday when insetes essure it stop.) On (B)(6) 2013, postpartum state, dysfunctional uterine bleeding, photosensitivity, low back pain, cholecystectomy, bladder operation and vaginal delivery on (B)(6) 2013. She did not have any complications of unintended pregnancy or delivery. She did not allege that essure caused birth defects. Previously administered products included for an unreported indication: gardasil and oral contraceptives. Concurrent conditions included body mass index normal, drug allergy, vaginal discharge and cellulitis. Family history included depression, whooping cough, colon cancer, diabetes mellitus, heart disease, unspecified and hypertension. Concomitant products included cilest (ortho tri-cyclen) from 2006 to 2013 for birth control as well as drospirenone w/ethinylestradiol (yaz) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and anxiety ("psychological or psychiatric problems condition (anxiety)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/alopecia"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (tylenol), ibuprofen, cilest (tri-sprintec), surgery (on (B)(6) 2015, underwent laparoscopic bilateral salpingectomy with removal of right essure coil). At the time of the report, the device expulsion, depression, female sexual dysfunction, dysmenorrhoea and headache outcome was unknown and the pelvic pain, migraine, alopecia, anxiety, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter provided no causality assessment for fatigue with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Three essure coils were seen on right and left side fallopian tube. On (B)(6) 2015, she underwent laparoscopic bilateral salpingectomy with removal of right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - in november 2013: expulsion of essure device . (B)(6) 2014 and (B)(6) 2014 : hysterosalpingogram (hsg) and transabdominal ultrasound: transvaginal exam : unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, expulsion of essure device, right tube occluded; left fallopian tube not occluded ((B)(6) 2014) and right coil is seen with normal placement; left corneal region did not reveal a coil ((B)(6) 2014). On (B)(6) 2014, salpingogram- findings: the right essure device appears to be in appropriate position and it does occlude the right fallopian tube. The left essure device may be with in the lower uterine segment. The left fallopian tube does appear to be patent.impression: the left fallopian tube is not occlude. (B)(6) 2014,: hcg-u- negative. (B)(6) 2014, obus pelvic complete- the right essure coil is seen with normal placement. Examination of the left corneal region did not reveal a coil; the left essure coil is not identified. Impression: normal placement of right essure coil. Left essure coil not identified (B)(6) 2015, surgical pathology report: final diagnosis: bilateral fallopian tubes, salpingectomy, with mild chronic salpingitis and one essure coil. Gross description: the specimen is received in formalin designated bilateral fallopian tubes with right tube essure coil. Each of the fallopian tubes is somewhat tortuous, is approximately 6 cm long, and has a patent fimbriated end. Each is approximately 0.6 cm in diameter. The lumen of each is pinpoint except for one tube where the lumen in the proximal end may be obliterated. Also received is a fine wire approximately 9.5 cm long with 2.1 cm at one end having a called appearance. Representative sections are submitted labeled "1" for the tube that appears to have the patent lumen and "2" for the one whose proximal end may be obliterated. 2 cassettes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was delined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs and medical record received. Events- "apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition (anxiety), headaches, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), expulsion of essure device, fatigue, cramping" were added from pfs. Reporter, patient information added from pfs. Historical condition, concomittant condition and lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 2 years later, she underwent a bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). According to technical analysis, a product quality defect could not be confirmed but ¡s considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left corneal region did not reveal coil"), device expulsion ("expulsion of essure device") and pelvic pain ("severe pelvic pain / pain / pelvic area pain (several times per week and severe)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2013), vaginal bleeding (everyday when insetes essure it stop.) On (B)(6) 2013, postpartum state, dysfunctional uterine bleeding, photosensitivity, low back pain, cholecystectomy, bladder operation and vaginal delivery on (B)(6) 2013. She did not have any complications of unintended pregnancy or delivery. She did not allege that essure caused birth defects. Previously administered products included for an unreported indication: gardasil and oral contraceptives. Concurrent conditions included body mass index normal, drug allergy, vaginal discharge and cellulitis. Family history included depression, whooping cough, colon cancer, diabetes mellitus, heart disease, unspecified and hypertension. Concomitant products included cilest (ortho tri-cyclen) from 2006 to 2013 for birth control as well as drospirenone w/ethinylestradiol (yaz) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and anxiety ("psychological or psychiatric problems condition (anxiety)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/alopecia"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (tylenol), ibuprofen, cilest (tri-sprintec), surgery (on (B)(6) 2015, underwent laparoscopic bilateral salpingectomy with removal of right essure coil), surgery (on (B)(6) 2015, underwent laparoscopic bilateral salpingectomy with removal of right essure coil) and surgery (on (B)(6) 2015, underwent laparoscopic bilateral salpingectomy with removal of right essure coil). At the time of the report, the device dislocation, device expulsion, depression, female sexual dysfunction, dysmenorrhoea and headache outcome was unknown and the pelvic pain, migraine, alopecia, anxiety, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter provided no causality assessment for fatigue with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Three essure coils were seen on right and left side fallopian tube. On (B)(6) 2015, she underwent laparoscopic bilateral salpingectomy with removal of right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - in (B)(6) 2013: expulsion of essure device . (B)(6) 2014 and (B)(6) 2014 : hysterosalpingogram (hsg) and transabdominal ultrasound: transvaginal exam : unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, expulsion of essure device, right tube occluded; left fallopian tube not occluded ((B)(6) 2014) and right coil is seen with normal placement; left corneal region did not reveal a coil ((B)(6) 2014). On (B)(6) 2014, salpingogram- findings: the right essure device appears to be in appropriate position and it does occlude the right fallopian tube. The left essure device may be with in the lower uterine segment. The left fallopian tube does appear to be patent.impression: the left fallopian tube is not occlude (B)(6) 2014,: hcg-u- negative. (B)(6) 2014, obus pelvic complete- the right essure coil is seen with normal placement. Examination of the left corneal region did not reveal a coil; the left essure coil is not identified. Impression: normal placement of right essure coil. Left essure coil not identified (B)(6) 2015, surgical pathology report: final diagnosis: bilateral fallopian tubes, salpingectomy, with mild chronic salpingitis and one essure coil. Gross description: the specimen is received in formalin designated bilateral fallopian tubes with right tube essure coil. Each of the fallopian tubes is somewhat tortuous, is approximately 6 cm long, and has a patent fimbriated end. Each is approximately 0.6 cm in diameter. The lumen of each is pinpoint except for one tube where the lumen in the proximal end may be obliterated. Also received is a fine wire approximately 9.5 cm long with 2.1 cm at one end having a called appearance. Representative sections are submitted labeled "1" for the tube that appears to have the patent lumen and "2" for the one whose proximal end may be obliterated. 2 cassettes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was delined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2018: significant case correction; ccc updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.